Event description:
It was reported the expansion sheath was damaged and split. There was a small tear upon opening the package, and the tear became larger during use. No further information was provided. It was reported this occurred with five devices. This report addresses all five devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.